Manufacturer narrative:
On 12/3/96, the MFR contacted the facility nurse to obtain follow up information concerning this patient/device. The facility nurse stated that the physician had again increased the drug dosage (dosage amount was not available); however, the patient is still not experiencing adequate pain relief. In addition, the facility nurse stated that the device is still flowing less then the predicated rate. The physician is continuing to work with the device at the current flow rate and does not plan to explant the device at this time. The facility nurse was informed that the MFR would follow up with her again in several weeks and if at that time, the physician still did not have any plans to explant the device, then the file would be closed; however, if at a later date the decision was made to explant the device, then the MFR would reopen its investigation at that time. On 12/30/96, the facility nurse reported that the patient's pain is much better and the patient has been restarted on chemotherapy (the device was implanted for infusion of morphine; however, chemotherapy had been temporarily suspended.) The facility nurse also stated that she believes that the device flow rate has stabilized; however, she did not have the exact refill data available. The device will remain implanted for continued use in the patient's therapy regimen. Since the device will remain implanted, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A trend analysis was performed on this part/serial number and no mfg variances were identified in relation to this event. Based on the available information and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. Although no part of the MFR's original october, 1992 device safety alert, instructions provided in the alert guidelines apply to this device. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 7/26/95 for infusion of morphine for treatment of pain. On 10/9/96, the facility nurse contacted a MFR nurse and stated that she has noted a slowly decreasing device flow rate. The facility nurse performed the device air lock procedure on 10/8/96 and got back some air. The pt was scheduled to return to the office on 10/14/96 for reevaluation. In 1995 the device flow rates were 1.5 ml/day, 1.4 ml/day, and 1.3mdl/day. In march, 1996 the device flow rate was 1.2ml/day. The pt then went to other state for several months and a decreased flow rate was noted upon her return. The facility nurse then reported the following device refill data: 6/18/96-flow rate(fr)-.96ml/day; 7/15/96-fr=.83ml/day-8/12/96-.82ml/day; 9/9/96-fr=.75ml/day; 10/8/96-fr=.76ml/day. The facility nurse stated that if the device flow rate is not increased by 10/14/96, then a device sideport study will be performed to determine if the device catheter may be kinked. The facility uses the MFR's device refill kits.